Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("1 patient reported there was a perforation with the inserts") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and uterine perforation with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("1 patient reported there was a perforation with the inserts") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy) and surgery (underwent hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and uterine perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.